Event description:
Reportedly, the stapler closed and fired, however the surgeon couldn't release the instrument from the tissue. Applied clamps and cut on other side release the stapler. No pt injury.